Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The hearing performance is affected.

Event description:
The hearing performance is affected.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress appears very likely. In addition the most basal channel already showed hi status in 2020 due to undetermined reasons. However, to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.